Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 600 mg/dl. The bg level was address with a manual injection. Reportedly, the customer changed pump supplies to address the issue.